Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that, "surgeon was using the drill guide and he drilled at a certain angle that the guide allowed him to and the screw would not lock the plate in place as specified. Screws were not implanted because the surgeon moved on to smaller screws when plate would not lock in place."